Manufacturer narrative:
A complaint investigation was not able to be performed as no product code, lot number, or sample was provided. Per the article, flixene has the advantage of safe early access compared with standard ptfe. Flixene may also be a potentially superior option to cvc in patients requiring urgent haemodialysis.

Event description:
Received an article titled "comparison of flixene and standard ptfe arteriovenous graft for early haemodialysis." The article was to evaluate the clinical outcome of renal patients requiring prosthetic avg for haemodialysis. Per the article adverse events occurred adverse events included infection and thrombosis.